Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that stent was detached from the delivery system with struts towards the middle of the stent profile distorted and stretched. The maximum stent profile as per manufacturing data was reviewed and was within specifications. A review of the specified inside diameter of the stent protector was performed, however the stent protector was not returned for analysis. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Based on the analysis and the type of damage evident; it is mostly likely that stent dislodgement and damage occurred during the preparation and handling of the device following removal of the stent protector. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were evident on the balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no kinks across the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage and dislodgement occurred. During preparation of a 2.25 x 38 synergy¿ drug-eluting stent, the stent was noted to have stretched and dislodged from the stent delivery system. The procedure was completed with another synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage and dislodgement occurred. During preparation of a 2.25 x 38 synergy drug-eluting stent, the stent was noted to have stretched and dislodged from the stent delivery system. The procedure was completed with another synergy drug-eluting stent. No patient complications were reported and the patient's status was good.